Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with amikacin injection (100mg, once a day, ongoing, route and duration were not reported) and ceftazidime injection (1gm, once a day, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovering from the event. Five days after the event onset, the patient's pd catheter was removed and the patient was shifted to hemodialysis twice a week. No additional information is available.